Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a high heart rate. A device interrogation was reviewed by qualified personnel and it was noted that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos) on current and stored electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.